Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 2/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the downstream occlusion (dso) sensor was found to be damaged due to fluid ingression. The customer's problem was replicated. The dso sensor was replaced along with the dso bezel/seal to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number extension 85775. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was not detected. There was no patient involvement.